Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The implant neuro zti evo was not explanted as of the date of this report. Currently, this event is not a serious injury. Follow-up report will be submitted once the device explanted. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th, 2021 (international recall #211014).

Event description:
A communication problem with the cochlear implant was highlighted by the oticon medical representative. A change of sound processor did not solve the problem. Explantation of the device is envisaged. At this stage, no scheduled date for explantation has been communicated.